Event description:
Rptr indicated that pt had high lead impedance diagnostic testing results on second office visit following implantation. Diagnostics were performed because the pt reported not being able to feel stimulation anymore. Diagnostic testing at the following visit resulted in both 'high' and 'okay' lead impedances. X-rays were performed and sent to the MFR for review. MFR noted that lead connector pin was not fully inserted. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.